Event description:
Caller reported a malfunction on the pump with code malf 12, which was recurring even after attempts to reset it. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections (mdi) as backup therapy, and technical support arranged to send a replacement pump with updated software. Instructions were given for returning the faulty pump to tandem, and further training was made available to the customer.